Event description:
It was reported that during a tonsillectomy procedure using evac 70 xtra with integrated cable and a coblator ii controller, the surgeon was having difficulty stopping the bleeding in the surgical site. Once stopped, the procedure was completed. Immediately after the procedure, while in the recovery room, the patient experienced a rebleed. The patient was moved back to the operating room and the bleeding was stopped successfully. No other information was provided regarding the patient outcome after this event; however no further patient complications were reported as a result of this event.